Manufacturer narrative:
The peritonitis event occurred since half a year ago until present ((B)(6) 2020). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified episodes of peritonitis reported as "patient always had peritonitis". The event was reported to be manifested by stomachache. The cause was not reported. It was reported that the patient did not go to the hospital and self bought amoxicillin (orally, dose, frequency and duration were not reported) for treatment. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during treatment. No additional information could be provided as the reporter declined follow up.